Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 250cc breast implant was without bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the image provided, some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with two 250cc mentor memorygel breast implants experienced bilateral patient dissatisfaction of breast implants post procedure. Patient also experienced bubbles in one implant. As a result, patient underwent bilateral removal and replacement with two 440cc mentor memorygel breast implants on (B)(6) 2021.